Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens specialist observed a mixer error in the instrument files and determined that quality controls (qcs) were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was at the customer's site for an unrelated service visit and inspected the instrument. After inspecting the instrument, the cse replaced the aliquot probe, ran a precision test, and ran qcs; the precision test and qcs recovered acceptably. During this visit, the cse also identified an issue with the overmix service method test (smt). The cse returned to the customer's site; during this visit, the cse replaced the sample mixer, performed alignments, ran smts, and ran qcs. The smts and qcs recovered acceptably. Siemens further investigated the issue and determined that inadequate sample mixing potentially contributed to the discordant, falsely low microalbumin results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely low microalbumin (malb) results were obtained on a patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The 2nd repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low malb results.